Manufacturer narrative:
The customer reported that the bsm (bedside monitor) had become inoperative and the customer requested a repair/evaluation of the device. The device was returned to nihon kohden and evaluated. The problem reported by the customer was duplicated. The inverter board and lcd were replaced to fix the dark bsm display screen. The analog board was replacing due to having missing components when it was received. The nibp / hall sensor also needed to be replaced. Nihon kohden emailed the customer an estimate to the customer and requested a po for the repair cost. Awaiting a reply. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) had become inoperative. The customer had no additional information to provide at the time of the call. Customer wanted to send in the bsm for repair/evaluation.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) had become inoperative and the customer requested a repair/evaluation of the device. The device was returned to nihon kohden and evaluated. The problem reported by the customer was duplicated. The inverter board and lcd were replaced to fix the dark bsm display screen. The analog board was replacing due to having missing components when it was received. The nibp / hall sensor also needed to be replaced. Nihon kohden emailed the customer an estimate to the customer and requested a po for the repair cost. Awaiting a reply. The unit and recorder have been scrapped per customer request. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.